Event description:
It was reported that the patient has expired after implant duration of less than 1 month, information learned from implant patient registry. In 2009 (through follow-up with the health-care provider), it was learned that cause of patient's death was cardiorespiratory arrest..

Manufacturer narrative:
Cardiorespiratory arrest. Device not returned.